Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 208 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, severely scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.